Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail states that brush is loose and comes off easily. No injury was reported.

Manufacturer narrative:
21-may-2021 product investigation results: reporter returned an unused product. The evaluation of the complaint was done based on this unused product without fault.

Event description:
Consumer e-mail states that brush is loose and comes off easily. No injury was reported.